Event description:
The user experiencing problems with the plungers sticking when they are expelling initial few drops of blood to check for clotting into a gauze pud prior to expelling blood sample into analyzer machine. Plunger then allegedly releases quickly and blood gets onto machine and work area. No blood exposure reported.